Manufacturer narrative:
Additional parts involved in event: part no. 2000-9085. Description: fixed screw inserter.

Event description:
It was reported that during the procedure, screw inserters fractured resulting in a delay of over thirty minutes. The tip of the driver remains embedded in the screw. Patient outcome: no adverse effect reported as a result of this event.